Event description:
It was reported the device exhibited a "motor service due" alarm during infusion. The event log appears to be cleared, data is only showing 1/1 2005 - 1/3 2005. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event is unknown.

Manufacturer narrative:
One product was received for evaluation. Visual inspection revealed the product to be in good condition with scratches on the lcd lens. The dso seal bubble and uso seal were warned. Functional testing was performed but the reported issue could not be replicated. No root cause could be determined as no device problem was found. The battery compartment, dso sensor, uso seal, optic switch, lcd lens, motor, keypad, overlay, side label, and rear label were replaced. Service history review identified the complaint was not related to a previous service of the device within the review period. D3, g1, g2 email address: (B)(6).